Event description:
The physician claims that the graft had been implanted (date unknown) for an ilio-femoral bypass procedure. Sometime following the implant procedure (on or before 2003), the graft ruptured longitudinally leading to a hematoma. The patient was then admitted for surgery. The physician removed only the ruptured section of the graft and replaced that part with another manufacturer's dacron graft. The quantity of blood loss through the ruptured section is unknown. The postoperative condition of the patient is fine. Implant date is unknown and has been filled-in for reporting purposes only.